Manufacturer narrative:
The log file review showed that - before the first treatment was started - the system showed a warning message: 'patient bed position and selected eye do not match. Check bed position and selected eye.' Buttons='continue;retry''. The user continued with the selected os treatment. After that, the same treatment data was planned for os and performed. Through the user manual, the user is advised to "make sure that the entered patient and treatment data coincide with the correct eye of the patient." The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company's acceptance criteria. The root cause was the customer selecting the os treatment while the patient bed was not in the os eye position under the laser, i.e. Most likely right eye was under laser. The device had shown a respective warning message before the treatment was started which was acknowledged by the user. (B)(4).

Event description:
A healthcare professional reported that the right eye was treated with the left eye's treatment plan during a refractive procedure. Additional information has been requested.